Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was having hypoglycemia of 2.9 mmol/l . The customer's father reported that the customer woke up with 6 mmol/l. The customer's father reported that the customer had 5 lows. It was reported that the customer had low blood glucose of 2.9 mmol/l, 11 mmol/l , 3.4 mmol/l nd 3.6 mmol/l and 3.7 mmol/l. The customer treated blood glucose with insulin pump. Troubleshooting was performed and it was confirmed that the programming on the insulin pump was accurate. The insulin pump was functioning properly. The customer was advised to monitor the insulin pump. The insulin pump will not return for analysis.